Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Five years ago, the pt was implanted with a stainless steel 7.3 mm cannulated screw in the hip. A recent toxicology test showed that the pt's nickel level is 25.1 nmol/l which is twice the maximum level.